Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The power management board was returned to the manufacturer for failure investigation. There was no patient involvement.

Manufacturer narrative:
The power management board was replaced to address the reported issue. The device successfully passed performance specification testing.